Manufacturer narrative:
One device was returned for the analysis, and the investigation found the downstream occlusion (dso) seal was detached. This indicates that seal integrity was compromised and is a reportable malfunction. The review of event log stated that there was no information related to the reported issue. A review of service history found no repairs noted in the last 12 months. The visual and functional testing was performed. The root cause of the reported issue was dso seal detached and bubbled and replaced dso seal. The dso/uso sensor calibration was performed. The device passed all functional and delivery tests performed after repair activities were completed.

Event description:
One device was returned for the analysis, and the investigation found the downstream occlusion (dso) seal was detached. This indicates that seal integrity was compromised and is a reportable malfunction. There is no patient involvement occurred.